Event description:
It was reported that the patient's implantable cardiac monitor exhibited episodes of false atrial fibrillation episodes. Upon review, the episodes exhibited unreliable p-wave signals. Programming changes were made. The patient was stable.